Event description:
This procedure was performed in the left renal artery: the primus stent was deployed in 2006, and upon deployment potential strut fracture was noted but not reported. The patient represented with in-stent re-stenosis in 2007. Physician dilated with a pta balloon to restore adequate blood flow.